Event description:
It was reported that a pump motor stall was noted in the attention dialogue box and confirmed in the event logs. A motor stall occurred on several occasions on (B)(6) 2008 with recovery within 2 hours. On (B)(6) 2008, a motor stall occurred with no recovery. A stopped pump period may exceed tube set message was recorded on (B)(6) 2008. The pt was working at his computer at the time of the stall. The pt experienced change in therapy effect which included the following symptoms: nausea and diarrhea. The pt had stable vital signs. The pt had mir recently; the pump was read post MRI and recovery was confirmed at that time. The hcp attempted to program the pump to lowest simple continuous dose based upon 2000 mcg/ml of fentanyl. Motor stall and tube set messages appeared on programming screen immediately after telemetry was complete. Event logs were checked again and no recovery was noted. The pt also takes oral dilaudid for pain. Additional device troubleshooting was being considered.